Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformance's were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "was not pushing the feed through". They stated that they thought no food had been delivered. Mmdg followed up with the initial reporter who stated that the patient had not had any adverse effects due to the complaint, but did not provide any additional information. [(B)(4)].